Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report no delivery alarms. The customer also stated that he was hospitalized for diabetic ketoacidosis twice. Once in (B)(6), and once in (B)(6). Both times with blood glucose levels of 400 mg/dl. The customer stated he had been sick a lot this winter, and had the flu both times. The customer stated that he may be inserting into scar tissue as he's been diabetic for a very long time. The customer declined troubleshooting at this time. Advised to call back as needed. Nothing further was reported.